Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient was treated in the emergency room (ER) for a low blood glucose (bg) of ¿37 mg/dl with extreme thirst and no reported ketones associated with an alleged inaccurate delivery. The patient reportedly discontinued pump therapy, was treated by a healthcare provider and received insulin via injection, an insertion site change, intravenous (IV) fluids and intravenous (IV) glucose. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the user¿s active basal program. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention because of an alleged inaccurate delivery issue.